Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, and aortic insufficiency are known potential complication associated with the transaortic valve implant (tavi) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, procedural factors likely caused or contributed to this event. Per report, the physician indicated there was sub-optimal image intensifier angle, and no angiographic verification of valve position right before deployment. The device instructions for use directs the physician to verify the correct location of the bioprosthesis with respect to the calcified native valve prior to valve deployment. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards territory manager, during the transcatheter aortic valve replacement (tavr) procedure the first valve was deployed too ventricular resulting in moderate paravalvular leak (pvl). A second valve was implanted in order to mitigate the pvl. After the second valve was implanted the pvl was reduced to mild. The patient was transferred to the unit in stable condition. During the post-case debrief with the implanting physician the event was attributed to not having optimal co-planar view and no pre-deployment angiographic verification of the valve position. Additional information: there was mild ventricular septal hypertrophy. The aortic valve/leaflet calcification was described as moderate and the aortic root calcification was mild. The image intensifier angle was deemed fair and the coaxial alignment of the valve and delivery system was described as good. During valve deployment ventilation was held and there was no loss of pacing capture. Pre-deployment the valve was positioned 50:50 and the final valve deployment position was 20:80 ventricular. This patient's ejection fraction was 50 percent.